Event description:
A bed was ordered for rptr's bedridden parent. The bed works but the siderails started to peel. The pt and caregivers have received cuts and the peeling material is found on the floor and on the pt's and caregiver's skin. They have also gotten splinters from the peeling material. Rptr contacted the medical equipment supply co that supplied the bed and was told "this never happened before," but when an employee came to exchange the siderails, the employee commented that they thought this was going to happen because apparently the supply co had been ordering "inferior quality equipment to cut corners." Rptr believes the siderails were placed by supply co and are generic. Rptr is concerned that the medical equipment supply co is not maintaining its products properly and that pts are being sold or rented equipment that is not being properly maintained and might be dangerous. Soon after rptr lodged her complaint, the mgr of the co along with their secretary left the co. Rptr has replaced the bed.